Event description:
During the left-sided procedure, there was skiving noted during transseptal needle placement. The physician felt resistance on the distal side of the needle while it was inside the sheath. The needle and sheath were removed, and plastic particles were visible on the needle tip. The sheath was replaced, and the procedure was successfully completed with no patient consequences.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and skiving was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the skiving remains unknown.